Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced loss of therapy. The ipg was not connecting to external patient/clinician controller. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The reported observation of unable to connect to ipg was confirmed. The root cause was due to the device entering the service application state. The reason for the device entering the service application state was not ascertained. The event details do not mention if the patient had any type of therapy on (B)(6) 2024. The device had previously been placed in surgery mode 6 times including during implant. It had also been placed in MRI mode 6 times. The device was successfully recovered from the service application state during analysis. Normal functionality was observed during analysis. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The device being in the service application state is consistent with it being exposed to a high energy field: per the clinicians manual arten600283835 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).